Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported a very thin and incomplete flap in patient's right eye post laser assisted corneal flap procedure. The surgeon reported he used a blade to manually complete the flap and proceeded with excimer treatment. Additional information was received from the lasik coordinator. No patient harm was reported. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was received from the site representative, who reported that the surgery was completed manually the same day. No patient harm was reported.